Event description:
Used super poligrip from approximately 1996 until 2009. In 2006, I started having pain in my groin area which over time spread to both hips and down each leg into feet. I experienced numbness and occasional tingling in my lower extremities. I was diagnosed with peripheral neuropathy. Blood tests were taken at that time and showed high levels of zinc and low levels of copper in my blood. My neuropathy is permanent and requires continous medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1996 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no. Event reappeared after reintroduction: no.